Event description:
The customer reported one tubing came off the fitting of the blood sampling valve (bsv) and leaked approximately twenty milliliters of clear, red tint fluid involving the unicel dxh 800 coulter cellular analysis system. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer replaced the affected tubing and resolved the issue. The instrument was returned to normal operation. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).